Event description:
Liner disassociated from shell, femoral head wore through lip of poly and metal shell.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.